Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Complaint conclusion: during the handling of a super torque plus catheter, it was reported that the hub broke. The device was stored and handled per IFU. No anomalies were noted when removed from the package. It is unknown if the device was pulled from the packaging by the hub. Another similar product was used to complete the case. No delay to procedure. There was no patient adverse event to patient as the device was not clinically used. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile unit of a cath f6 st+ pig 145 110cm 6sh was received for analysis coiled inside a plastic bag. The hub of unit was received fractured (the separated piece was not returned). Per visual analysis, the hub was inspected under vision system and a fracture was observed in the hub thread of catheter of approximately 5.0 x 2.0 mm. No other anomalies found. Sem analysis was performed on the fractured area of hub with the following results: through sem analysis a condition of brittleness in the hub material was identified, potentially contributing to the fracture of the hub. No evidence of discoloration of the material or mechanical damaged was identified through visual inspection. The reported ¿luer hub-separated¿ was confirmed due to the fractured condition of unit as received. However, the cause of this failure could not be conclusively determined during analysis. Based on the limited information available for review, factors contributing to the fracture could not be determined. Neither the product analysis nor the DHR review results suggest that the reported failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
During the handling of a super torque plus catheter, it was reported that the hub broke. The device was stored and handled per IFU. No anomalies were noted when removed from the package. It is unknown if the device was pulled from the packaging by the hub. Another similar product was used to complete the case. No delay to procedure. There was no patient adverse event to patient as the device was not clinically used.